Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion. The estimated battery longevity dropped three years of the course of one year. The device data was sent to engineering for review. Data analysis confirmed the device exhibited an increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion. The estimated battery longevity dropped three years of the course of one year. The device data was sent to engineering for review. Data analysis confirmed the device exhibited an increased power consumption and recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined the device was undergoing resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. A high current drain was also detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion. The estimated battery longevity dropped three years of the course of one year. The device data was sent to engineering for review. Data analysis confirmed the device exhibited an increased power consumption and recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion. The estimated battery longevity dropped three years of the course of one year. The device data was sent to engineering for review. Data analysis confirmed the device exhibited an increased power consumption and recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the h11 additional MFR narrative field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This device is included in the hydrogen induced premature depletion advisory population.